Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm changed anastomotic spot. Heartstring would not load properly. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25111532 and 25112242 the only lots shipped to the account during the year prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).